Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or number ramping anomaly was noted. The insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and had a stuck up arrow, which caused numbers to scroll on the screen. The blood glucose reading was unknown. The customer's mother stated that she had had keypad issues prior to the button error alarm occurring. She stated that the customer did wear the insulin pump near the body and the device may have been exposed to perspiration. Advised replacement of the insulin pump. Nothing further reported.